Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. It was found one (1) defective load cell and a replacement was required. No physical damage was noted during visual inspection. In addition, not related to the reported issue, bent battery lock was observed. After replacement of the damaged battery lock, the device was further tested and passed the functional testing with no issue or faults observed. During functional testing, ua07 displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated error messages (ua) 07 on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, autopulse platform (s/n: (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message upon platform started compression. The lifeband was exchanged but the error was not cleared. There was no report of patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, autopulse platform (s/n: (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. Customer was unable to clear the error. There was no report of patient involvement.